Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the day after the pt's pump was implanted, the pt experienced a right front lobe infarction. The pt is being monitored, including monitoring his international normalized ratio (inr) levels.

Manufacturer narrative:
The pump remains in use supporting the pt. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.